Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The entire user interface was replaced per customer¿s request as both display mount was physically damaged and touchscreen failing. No picture was taken. No parts were returned for investigation. The root cause of the damage has not been determined, but the user interface has most likely been exposed to a mechanical force greater than it is designed to sustain.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the user display mount was broken in half. There was no patient harm. Manufacturer ref.#: (B)(4).